Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarms during testing. The pump had intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was found on the lcd board, motherboard, interfaceboard, reference board as well as on the motor, vibrator, and battery tube assemblies. The following cosmetic damage was noted: cracked case at a display window corner, minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads, striped battery cap coin slot, and a broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she jumped into the pool while wearing her insulin pump; she stayed in the pool for about thirty minutes. The patient's buttons then had intermittent response, and the day after the pump alarmed with a button error. Her blood glucose at the time of incident was 135 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.